Manufacturer narrative:
(B)(4)

Event description:
Event description: it was reported that the silverhawk was selected to treat the patient's left distal sfa. A 7f sheath was used to gain access and a 6mm spider was deployed distal to the lesion. The lesion had approximately 90% blockage and was 4cm in length. The silverhawk was brought to the lesion in an attempt to dotter down before shaving and it would not cross the lesion. As the physician pulled back the 7f compatible device from the 7f sheath, he experienced difficulty. The silverhawk could not be retrieved through the sheath after several attempts. The physician needed to pull the sheath out completely in order to remove the silverhawk. He was able to remove the silverhawk and spider without injury to the patient; however, he lost access in this scenario and was forced to stop the case. Device evaluation: the device was received for evaluation with a spider fx capture wire (referenced in the complaint description) and the guide sheath. The distal tip assembly was separated from the torque shaft at the adaptor collar but remained attached by the drive coil assembly. The capture wire was not threaded through the silverhawk's rx guidewire lumen. The core of the capture wire exhibited several bends and a kink. The rx guidewire lumen (gwl) of the device distal tip exhibited a longitudinal tear the length of the tip assembly body to the marker band. The guide sheath exhibited deformations suggesting the longitudinal compression (accordion folding) and the tip exhibited tears suggesting that the damaged capture wire was pulled against the sheath edge.